Event description:
The patient experienced a burning sensation in her neck; the leads were not cervical. This resulted in "2 lead revisions due to exposed leads." Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 3004209178-2009-01748

Manufacturer narrative:
It is unclear which lead(s) needed revision and if there was one procedure or two.